Manufacturer narrative:
It was reported that this valve was replaced due to aortic stenosis. Many factors can contribute to the onset of bioprosthetic valve stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Based on the patient's comorbidities, it appears that patient related factors likely contributed to the stenosis. The explanted device was not returned for evaluation; therefore, the root cause of this event cannot be confirmed. There have not been any allegations of a deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately ten (10) years, was explanted due to severe aortic stenosis. It was identified, through review of source documentation provided, that this patient's medical history includes rheumatic heart disease, cad, CABG x5, essential htn and hyperlipidemia. The patient also had bioprosthetic mitral valve insufficiency. The explanted aortic valve was replaced with another edwards valve. There were no reported complications post-op.